Manufacturer narrative:
The device was returned to the manufacturer and investigated by product analysis on (B)(4) 2015 with the following findings: on investigation, the display screen was confirmed to be dim, faded and discolored. Investigation duplicated the complaint. Unrelated to the original complaint, the keypad cover was noted to be peeling off the pump with moisture present on the contact of the contrast button. The contrast button has no effect on insulin delivery to the patient. The remainder of the keypad buttons had normal response.

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging the display was dim/faded/discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.